Event description:
It was reported that the patient experienced increased pain. The physician was not sure if the problem was with the pump or catheter. A catheter dye study was done. The physician was unable to aspirate the catheter. A pump and catheter replacement was done. The patient recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine and dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.